Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a shunt. The 6.0mmx40mmx80cm armada 35 balloon dilatation catheter (bdc) was soaked and prepped before use, with no leak noted during preparation. The bdc was advanced without reported issue; however, the balloon ruptured during inflation at 20 atmospheres (atm) and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.

Event description:
It was reported that the 6.0mmx40mmx80cm armada 35 balloon dilatation catheter (bdc) balloon ruptured during inflation at 20 atmospheres (atm). There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.